Event description:
The customer reported that the 91387 central monitor did not alarm when a patient had a low rate observed on the central monitor.

Manufacturer narrative:
No one was injured as a result of this event. Spacelabs received the mcm settings for the reported device and noted the low rate alarm was set to 50. Low rate alarms must be in that state for 5 seconds in order to alarm as stated in the product labeling. Upon examination of the patient data recorded by the hospital it was determined that the low rate threshold was not exceeded for 5 seconds duration and therefore no alarm was triggered by the central monitor. Spacelabs considers this issue closed.

Event description:
The customer said the 91387 central monitor did not alarm when a patient had a low rate observed on the central monitor.

Manufacturer narrative:
No one was injured as a result of this event. Spacelabs is evaluating this report and will file a follow up report when our evaluation is concluded.